Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the kangaroo connect 500ml feeding bag was leaking inside the cassette at the connection where the hard plastic white piece meets the tubing inside of the cassette, right beside where the small black circular piece is within the cassette. The formula being used was neocate. There are no other details available.

Manufacturer narrative:
H 3 evaluation summary the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. A sample was received at the manufacturing plant for evaluation. During visual inspection, leaking was detected between the connection of the tubing line and the cassette. The root cause could be determined to be related to the manufacturing process. Nor formal investigation action is being taken because the failure mode is not a trend. This complaint will be used for tracking and trending purposes.